Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and damage was observed to the usb port. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and burn marks were observed. A further extended investigation was conducted. Visual inspection was performed using a digital microscope on the returned device and a damaged usb port was observed as well as burn marks on the usb cable and usb port of the reader. Therefore, the observations made in previous phases of the investigation were confirmed. The customer did not return adc adapter. Data review is not required as glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured, however results were not within specification. No abnormalities were observed on the returned battery, and it was observed to charge normally when connected to a charging cable. Off-current consumption testing was performed to check the current draw of the returned reader and the off current was measured to be within the required specification for readers with an nxp processor present. A cable tester was used to test the returned usb cable and no opens were observed. A built-in self-test was conducted using the reader's software and it was observed to be passed. Due to the adc adapter not being returned, further investigation cannot be conducted to determine the cause of the burn marks on the returned reader¿s usb port and on the usb cable. Given that the current consumption test of the returned reader was within specification, the reader functioned as intended, and no evidence of smoke, fire or shock was observed during the investigation it was determined that the returned reader and usb cable were not the cause of the burn marks therefore this issue is not confirmed. The adapter has been requested back for an investigation and the customer agreed to return the device; however, at this time adapter has not yet been received. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.